Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to ''rejection/infection''. Patient implant was confirmed as (B)(6) 2013, with the explant on (B)(6) 2015. Infection/inflammation was due to device which was ugh syndrome. Ugh is uveitis, glaucoma, hyphema condition which was stated as due to chaffing of the lens. The reason for the chaffing was not stated in the patient's chart. Patient was treated with pred forte both pre-op and post op of the explant. The date of the initial pred forte was not stated. Lens was replaced with a model za9003 lens, serial number (B)(4). Patient was fine post op.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The return sample showed that the lens was received cut in three (3) pieces. The lens was inspected under a microscope. Viscoelastic residues were observed on the lens. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and guidelines for the proper use and handling of the device. The manufacturing record review was performed. No associated deviation or non-conformity report found in the manufacturing record review (mrr) related to the reported complaint. All pertinent information available to abbott medical optics has been submitted.